Event description:
The lens could not be delivered through the delivery device to the eye. Another lens was used to complete the procedure.

Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-00478 for intraocular lens used with this delivery device.